Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who undergoing an implant procedure for an advanced evaluation with an external neurostimulator. It was reported that an 3536030 extension was opened by the circulator and given to the surgical tech. Both the 3560030 (incorrect product) and the 3560022 (correct product) were in the room and the incorrect product was opened and used by the mistake. The doctor subsequently attached the extension to a 978b128 lead. The rep saw the hcp tighten the set screw with the hex wrench and proceeded to close the insertion site. The patient was then bandaged and taken to recovery. While reviewing the paperwork immediately after the case, the rep noticed that the incorrect extension had been used during the case. The rep never noticed any issue during the case. The rep notified the doctor and staff immediately and the patient was brought back into the operating room from recovery and the incorrect extension was replaced with the correct one (3660022) without incident. This patient is undergoing an trial for urinary incontinence. The patient was doing very well during the trial and is scheduled for a second stage on the 17th. No symptoms were reported.